Event description:
It was reported that the patient's blood glucose level rose to 283 mg/dl while wearing the pod longer than 48 hours. Investigation of the pod found the cannula to be stretched and flattened. The device was originally reported for hyperglycemia.

Manufacturer narrative:
The exposed portion of the soft cannula was measured to be stretched and observed to be flattened. Inspection of the download data found no timeouts or drive stalls that would suggest of a struggle to deliver insulin. It cannot be determined when or how these damages occurred. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.